Event description:
During follow-up, increase threshold was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed lv lead dislodgement. The lv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increase threshold was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed lv lead dislodgement. The lv lead remains implanted. The physician deactivated the lv lead. The patient was in stable condition.